Manufacturer narrative:
Date of event) unknown as not provided by the reporter. Catalog and lot # was not provided. (B)(4). Device manufacture date) unknown as no lot # was provided. The event is currently under investigation.

Event description:
On (B)(6) 2008, the patient had a gunther tulip filter installed into his inferior vena cava. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries. No evidence to suggest a device failure. No conclusion could be drawn. If additional information is received, the report will be re-opened for further investigation.

Event description:
On (B)(6) 2008, the patient had a gunther tulip filter installed into his inferior vena cava. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/15/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the right femoral vein due to bilateral lower extremity dvt which are persistent and recurrent despite long-term anticoagulation therapy. Plaintiff is alleging that an unsafe device is implant, which is giving him anxiety and emotional harm.